Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown glenoid pilot drill bit reunion shoulder. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a cadaver lab at the hospital, the pilot hole drill bit cold welded and ceased functioning.

Manufacturer narrative:
An event regarding a seized centering drill was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported damage at the fluted tip. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that the drill bit seized and damaged in torsional overload while rotating in a off axis direction. There was evidence of substantial contact between the drill and another component while in rotation, likely resulting in the damage.

Event description:
It was reported that during a cadaver lab at the hospital, the pilot hole drill bit cold welded and ceased functioning.